Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had lots of fine noise. On the electrogram (egm) showed it was flat due to analog blanking. The following physician was dr. (B)(6) at (B)(6) of (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).